Event description:
A customer reported that different patient samples run on a vitros eci immunodiagnostic system were occasionally mis-associated with the incorrect patient names and incorrect assays were run. The customer acknowledged that they re-use sid numbers every five days and that mis-associated reports were previously noticed. Due to the fact that the reagents for the unintended assays were not loaded on the system at the time of the event, no results were generated. Therefore, no mis-associated results were reported out of the laboratory and there was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that occasionally patient samples run on a vitros eci immunodiagnostic system were mis-associated with the incorrect patient names and unintended assays were processed. The global technical support (gts) specialist determined that the cause of the event was most likely improper sid reuse. The gts referred the customer to the relevant sections of the vitros instrument user guides which describe how to properly manage sid¿s that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the same sid on a different sample without completion of the original request or deletion of the pending testing will cause the original information to be carried forward. In addition, the gts assisted the customer in configuring the sid auto deletion feature on the vitros instruments, where applicable, to help prevent reoccurrence of the issue. The investigation determined that the assignable cause of the event was user error due to improper sid reuse. The vitros instrument did not malfunction.